Event description:
Event description guidant received information that this unipolar pacemaker and non-guidant right ventricular lead exhibited oversensing and pacing inhibition in this pacemaker-dependent patient, requiring replacement. The patient experienced up to three second pauses in pacing and dizziness when moving his arm. In an upgrade procedure, the pacemaker was explanted and the lead was surgically abandoned. The patient recovered from the replacement without adverse effect.